Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker suddenly reached end of life (eol) earlier than expected. During last device check, the device still had a year remaining with a magnet rate of 100 beats per minute (bpm). Boston scientific technical services (ts) discussed factors that could impact longevity remaining and estimate. However, ts still suggested for an engineering analysis to get to the root cause why there is a sudden drop in the remaining longevity. Additional information was received indicating this device was explanted and returned for analysis. No additional adverse patient effects were reported.